Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction. Should additional information become available and/ or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 46/40 code f on an unknown date. The patient was revised on an unknown date due to pain and loosening.